Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a service required alarm condition occurred related to the failure of the device to charge its internal battery. The device's internal battery was replaced to address the issue. The ventilator failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and sensor board. The internal battery and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The sensor board was evaluated and was found to operate to design specifications.